Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to due to high blood glucose level of 689 mg/dl. Customer experienced blood glucose level was 145 mg/dl. Customer was treated with manual injection. Customer stated that the insulin pump had pump error alarm. Customer was able to complete rewind. Customer stated that the insulin pump had insulin pump had insulin flow block alarm. The insulin pump will not be returned for analysis.